Event description:
A doctor's office alleged that the maxcem elite was setting up too quickly for six (6) patients. This is the third of six (6) reports.

Manufacturer narrative:
Although the doctor identified two different lot associated with the cement setting too quickly, he could not verify which lot was use on each patient; therefore, no lot numbers were identified in this report. The lots involved in the alleged incidents include lot numbers 4663716 and 4741721. The doctor could not recall patient or incident details. The doctor removed the crown before it bonded with the tooth, cleaned out the cement and re-cemented the restoration with the same product, without further incident. To date, the patient is doing fine. The lot numbers 4663716 and 4741721 had been identified as affected lots which are part of an ongoing maxcem elite recall; therefore no further evaluations are necessary.